Manufacturer narrative:
Post marketing vigilance (pmv) received two suturing devices opened by the account with the appropriate packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was observed in the jaws of instrument. The needle was observed to be broken near the cone edge. Both blades on instrument 2 were found to be bent. The jaw gap was measured for both instruments and both met specification. Witness marks on the bevel wall were not observed for the instruments. Sheering on the toggle switches was noted for the instrument 2. The needle was removed from instrument 1. The blades for instrument 2 were bent back into place. Both instruments were then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle was dropping from the device.

Manufacturer narrative:
(B)(4).